Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to an intermittent output voltage. The confirmed malfunction is related to the reported event. Closer inspection with a dmm revealed an intermittent lack of continuity prior to the connector strain relief. The power (red) wire was open. The most likely root cause of the reported event can be attributed to mishandling of the cac adapter cable near the strain relief. Information for use-the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while at a clinic visit, the patient reported that the ac adapter, (B)(4), stopped working. The vad coordinator checked all cable connections on adapter and found them to be secure. The coordinator plugged in the ac adapter to the outlet in clinic and was able to confirm that the adapter was not delivering power to the controller while connected. The coordinator did note that the ac adapter cord at the connector for the controller was sharply bent at a 90 degree angle just proximal to its strain relief and questions if there was internal damage to the wiring at that point. The controller ac adapter was replaced with no reported consequence or impact to the patient. No further information was provided.